Manufacturer narrative:
(B)(4). Batch # r57u9f. Investigation summary: the analysis results showed that one gst45d cartridge reload was returned unfired with 5 double drivers and 5 single drivers missing, making the reload non-functional. In addition the cartridge pan was noted to be partially dislodged from right proximal side. No conclusion could be reached on what may have caused the cartridge pan to dislodge. In addition it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that the knife and sled stopped during firing sequence. So the surgeon had to reverse knife and remove the endocutter from the body. No patient consequence reported.